Event description:
It was reported the blocker was found to be loose post-operatively. The original surgery was performed to treat adult degenerative scoliosis from t11-s1. Tlif cages were implanted at l4-l5 and l5-s1. At the six month follow-up it was noted one of the blockers at t11 has "mobilized." Revision surgery is planned.